Event description:
Additional information was provided that the patient was scheduled to follow-up with their physician in the future. No adverse patient effects were reported.

Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited shock impedances less than 20 ohms. The patient's clinic was notified of this. No adverse patient effects were reported.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received which indicated the device was later explanted and returned. No additional adverse patient effects were reported.